Event description:
It was reported that during a change out procedure of the new device, this right ventricular (rv) lead exhibited high shock impedances out of range after connected to the new device. A defibrillation threshold (dft) test was performed and was successful with measurements in range. This rv lead remains in service. No adverse patient effects were reported.